Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: product number is lxmc13 (not lxmc15, which I initially submitted). Also, the correct lot number is lot# 24188. Results for the edg, ph and manometry studies? Not successful in obtaining these how severe was the dysphagia/odynophagia before intervention? It was pretty severe, as the patient would have sharp stabbing pain to the left head and neck area when eating solid food. When using the linx sizing device what technique was used to determine the size? Plus 3 did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Was the device found in the correct position/geometry at the time of removal? Yes h10: corrected date = d4 based on additional information received the catalog # is lxmc13 and lot # 24188.

Manufacturer narrative:
(B)(4). Date sent: 06/24/2020. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 24188 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 05/04/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was received: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes, the patient did have these studies done. I will try to get the results. What is the lot number of the linx device (lxmc13)? The lot # was 24131, and the product code was lxmc15. I mis-spoke when I said it was lxmc13. Sorry about that. When using the linx sizing device what technique was used to determine the size? Pop plus 3. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Pre-existing dysphagia, but was a pancreatic cancer survivor. Diagnosed in her 30¿s. How severe was the dysphagia/odynophagia before intervention? I will try to find out. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Sharp shooting pain to her left head and neck area when eating something of substance. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that the patient had the device implanted in (B)(6) 2019. The patient experienced persistent dysphagia and had sharp shooting pain in the neck area. The physician did perform two dilations between the implant and explant, but this had no effect. The device was removed with no patient issues.